Event description:
The patient reported an incident occurring approximately one week prior to initial contact involving prolonged pod wear exceeding 48 hours and subsequently rising glucose levels. On (B)(6) 2026, while performing yard work, the patient experienced increasing fatigue and persistent hyperglycemia despite multiple correction boluses. Blood glucose levels reportedly exceeded 650 mg/dl. When attempting to change an expired pod, the controller unexpectedly reset, preventing activation of a new pod. As a result, the patient removed the pod and administered rapid-acting insulin by injection only, without administering long-acting insulin. Overnight, the patient¿s condition worsened, with onset of nausea and vomiting. On (B)(6) 2026, the patient sought medical attention and was admitted to the hospital. The patient was diagnosed with hyperglycemia, dehydration, diabetic ketoacidosis (dka), renal failure, and myocardial infarction. Treatment included intravenous fluids for dka and an insulin glucose tolerance test, along with additional treatment for renal failure and myocardial infarction. The patient was hospitalized for six days and discharged on 07 march 2026. Following discharge, the patient transitioned to multiple daily injections and scheduled follow-up with a healthcare provider to reprogram the omnipod 5 system.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis and hyperglycemia. Locked down smartphone: lockdown, omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
In the case description, the user mentioned that when attempting to change an expired pod, the controller unexpectedly reset and a new pod could not be activated. As a result, the user experienced hyperglycemia and was hospitalized. The physical controller was received back for investigation and was able to successfully be powered on after being charged. Once the controller was turned on, it was brought to the first-time setup screen, indicating the controller was reset before being returned. Android log files from the complaint device were downloaded and reviewed. Review of the audit log files found that information from the controller was available starting on (B)(6) 2026. No information about the reported device reset on the date of occurrence could be obtained from the available logs. The exact cause of the device reset could not be determined.